Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code reflective of a check vent primary alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with the latest service manual rev t. And parts ID for the speaker assembly replacement to resolve the reported issue. The customer replaced the speaker assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: g: contact information : (B)(6).